Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/22/2023. The following additional information was received: additional account contact: (B)(6). Additional information was requested, the following was obtained: 1)the broken tip was noticed when removing from the package. 2) only one was broken. 3) lot # shmblh. 4) picture attached. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3 photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with a damaged needle. The needle was noted with marks that appears to be by surgical instrument. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts were made to obtain the following information via phone with no avail: what was being done when the needles got broken (removal from package /during passage through tissue/ during tying / post-op)? Could you please clarify if two needles got broken or just one? Could you please clarify if two needles got bent or just one? What is the lot number? Are there any photo available for visual analysis? Events reported via: 2210968-2023-01140.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. It was reported by the distributor that the customer opened a suture and the tip was broken off and bent. There was no patient involvement and no further information is available at this time. No adverse patient consequences were reported. Additional information was requested.